Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 13-jan-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated that she is continuing to use the trueplus pen needles. Customer stated that she did not speak with her doctor regarding using compatible product. When asked if the initial concern had been resolved, customer had disconnected the call. No further information was able to be obtained.

Event description:
Consumer reported complaint for the trueplus pen needles, stating that the 31g pen needles were unable to administer her insulin due to inaccurate dispense. Customer stated this had occurred with 10-15 pen needles. Customer stated the package had not been open or damaged when received. Customer is not using compatible product: customer is using the basaglar pen injector. Customer stated that she has been using the basaglar pen injector with the trueplus pen needles for over 5 years, and that this is the first time she is experiencing an issue. Customer was advised to stop use of the pen needles and to contact her doctor to obtain compatible product. Customer declined to return the remaining pen needles and to provide her mailing address. Customer stated that she will continue to use the product. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of: 26-april-2022 updated FDA's type of investigation, investigation findings, and investigation conclusions complaint was forwarded to supplier quality based on complaint's description for investigations, no product was returned to thi, internal evaluation has been completed by the manufacturer, reported defect not reproduced on retention samples. Most likely underlying root cause mlc-061: improper use/mishandle by end user.